Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The DHR (device history review) for lot 5642427 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The product involved is a microclave clear connector. While administering the first postoperative course of doxorubicin, after two hours of administration, the bidirectional valve slipped from the huber needle. This resulted in the needle being blocked by the venous return caused by the air interrupting the circuit. The patient was then exposed to and lost chemotherapy treatment as it leaked into the bed. A new needle needed to be inserted after the other was obstructed. The doxorubicin was reconnected and continued to be administered. The device was discarded. There was patient involvement however no report of harm.